Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure.

Event description:
It was reported that on : per medical records (B)(6) 2008, the patient presented with preoperative diagnosis : l4/l5 spondylolisthesis with bilateral l4/l5 foraminal stenosis. Following procedure is performed : l4-l5 posterior segmental instrumented fusion. L4 total laminectomy. L4/l5 bilateral foraminotomies. A 6.5 x 50 multi-axial screws x4 with 3 cm titanium rods bilaterally. #10 blade was used to incise the skin and the bovie was used to dissect down onto the posterior elements. Cerebellar retractors were inserted and the dissection was continued out laterally until the transverse processes of l4 and l5 were displayed bilaterally. Fluoroscopy was used throughout the dissection to ensure the correct levels. The dissection was totally completed until the transverse processes of l4 and l5 were well displayed and all the soft tissue was removed from the l4 and l5 . Under fluoroscopic guidance, we placed the pedicle screws. The tap was then used to tap the screw hole under fluoroscopic guidance. Next, the pedicle screw was then placed at l4 under fluoroscopic guidance. The similar procedure was then performed at l5 and then on the left side of l4 and l5. All screws had good bite. Surgeon then used autologous bone graft and bone morphogenetic protein and this was laid out laterally on the transverse processes. The transverse processes were decorticated using the match stick drill at l4 and l5 prior to laying out the autologous bone graft. Two hemovac drains were then tunneled out cranially. (B)(6) 2010, MRI of the cervical spine. (B)(6) 2011, MRI of the thoracic spine. (B)(6) 2011, MRI of the lumbar spine. (B)(6) 2013, the patient visited facility for image reviews of lumbar spine and medicine refill . Impression : degenerative disc disease at l4-l5.; multilevel spondylosis of the lumbar spine.; grade 1 anterolisthesis of l4 and l5. There is no pathologic motion between flexion and extension. (B)(6) 2013, the patient presented with chief complaint of bilateral knee pain and underwent imaging test of his knee. Findings: moderate to severe medial compartment osteoarthritic. Both knees also show mild patellofemoral osteoarthritis. Impression : bilateral knee osteoarthritis. (B)(6) 2013, the patient was admitted with following diagnosis : progressive le weakness ; back pain ; gastroesophageal reflux disease ; hypercholesterolemia . He complaint of left leg numbness and weakness. He underwent CT myelogram for cervical , thoracic, lumbar post myelographic CT for spine. (B)(6) 2013, the patient presented for physical therapy and occupational therapy services. He was discharged after medications and instruction.